Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer allege insulin pump for under delivering insulin. The customer disconnected insulin pump and delivered five unit bolus and nothing came out of the tubing so, customer got off the insulin pump. The customer experienced high blood glucose level and value was 302 mg/dl. The customer experienced symptom such as nausea. The customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital due to high blood glucose. The self test was performed on insulin pump. The insulin pump will be and reservoir will not be returned for analysis.